Event description:
The following was reported via medwatch report # mw5146270: it was reported that after approximately twelve to sixteen hours of intra-aortic balloon (iab) therapy, an autofill failure alarm occurred at bedside. Staff rn assessed site without any blood noted in iab, pulses intact. Blood was noted in iab tubing, the pump was placed on standby, and leg stabilization was removed to assess tubing. Blood was progressing in tubing. Perfusion was notified and in route, cardio was notified as well. Blood reached the helium tubing but did not reach the pump. Tube clamped by perfusion when the problem was noticed. Intensivist asked by cardio to remove iab. Intensivist removed at 1346 and another iab was used to continue therapy. Pressure held per protocol. Hemostasis achieved at 1446. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 36.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the membrane approximately 2cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Manufacturer narrative:
Occupation - rn, msn, cphrm / patient safety risk officer additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The following was reported via medwatch report # mw5146270: it was reported that during intra-aortic balloon (iab) therapy, a low pressure alarm occurred at bedside. Staff rn assessed site without any blood noted in iab, pulses intact. Blood was noted in iab tubing, the pump was placed on standby, and leg stabilization was removed to assess tubing. Blood was progressing in tubing. Perfusion was notified and in route, cardio was notified as well. Intensivist asked by cardio to remove iab. Intensivist removed at 1346. Pressure held per protocol. Hemostasis achieved at 1446. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).